Event description:
It was reported that the catheter broke. A flexima catheter drainage was selected for use for biliary drainace exchange. During the procedure, upon introduction while pulling the pin off the wire, it was noted that the plastic inner broke. The entire device was removed intact and the procedure was completed with another of the same device. No patient complications were reported.